Event description:
The complainant alleged that during a routine shift check by a clinician, the device reported a "pacer fault 116" and "defib fault 72" messages. The complainant indicated that there was no patient involvement in the reported malfunction.